Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that with certain positional movements such as clapping his hands or raising his voice he would feel a jolt shock through his body. The patient stated he had notified his manufacturer representative at the time but that was all he had done to address the issue. The indication for use was chronic low back pain.